Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not returned for evaluation.

Event description:
All items were noted as broken/faulty, this was flagged to me upon a visit to theatres, there was no specific date or event they could remember when these items broke, they probably happened over the course of a few cases. They normally have x2 of each item listed or other similar items on the trays so they have worked around not having the items without any impact. It was noted the torque-shaft hexlobe x25¿s were stripped and were slipping, the x-tab poly-driver had stripped, and the curette rake and pituitary had fallen apart.